Manufacturer narrative:
The patient experienced the peritonitis on an unspecified date in the last week of (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day as onset, the patient was diagnosed with the peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes were not reported). On an unknown date, reported as in ¿the last week¿ of the month (month following onset month), pd therapy was discontinued, the patient¿s pd catheter was removed and the patient was changed to hemodialysis. At the time of this report, the patient was not recovered from the event. No additional information is available.